Event description:
The customer reported taking insulin based on an unknown high reading they received on their freestyle lite meter. The customer reported she did not remember her symptoms; however, she did state she experienced a loss of consciousness. The paramedics were called and they treated the customer with unknown intravenous fluids and a glucose shot. The customer was transported to a health care facility where they were diagnosed with severe hypoglycemia and treated with a "glucose buster". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer returned meter and strip lot 0908239. The complaint is not confirmed and all results were within the range specification during control solution testing. There were no new issues or errors observed.